Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician, it was observed that the bio-console base had a burning smell during the battery replacement. The service technician could not reproduce the reason for return. It was observed that the keypad membrane was damaged; an error 53 after powering on (motion/pressure board was defective); the instrument was unable to operate on the back-up batteries and shutted down immediately after being disconnected from main power. The back-up batteries were no longer charging due to a defective circuit on the system controller board; the level sensor connector on the safety board had a loose pin; the blind connector on safety system board had a loose pin; the back-up batteries are overdue. The issue was resolved by replacing the pcb assy , 560 bu blnd intrcnc, the assembly 560 bioconsole mp module, the battery, the keypad membrane 560 bioconsole, assy system controller module -006, assembly, safety module, 560. Preventive maintenance was completed per specifications. H.4.mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console base had a burning smell during the battery replacement. This was detected during service so there was no patient involvement, so no adverse effect occurred.